Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a normal device replacement procedure, when this implantable cardioverter defibrillator (ICD) was connected to the chronic right ventricular (rv) defibrillation lead, shock impedance measurements of greater than 200 ohms were noted in right atrial (ra) coil to can configuration. The device was programmed rv coil to can and shock impedances were 55 ohms. It was thought that the proximal portion of the lead had a problem. The device was therefore programmed rv coil to can. No adverse patient effects were reported. The device remains in service.